Manufacturer narrative:
This report is submitted on february 7, 2023

Event description:
Per the clinic, it was found post the initial implantation that there was a tip fold-over of the electrode. The device was explanted, and the patient was re-implanted in the same surgery.